Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 4076 implantable pacing lead, implanted: (B)(6) 2012; product ID d354trg cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2012; product ID 6935 implantable tachy lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation and the left ventricular (lv) lead was found to be dislodged several days after implant. The lead remains in use. The patient is enrolled in the markers and response to cardiac resynchronization therapy (marc) study. No further patient complications have been reported as a result of this event.